Manufacturer narrative:
Only the gas delivery system (gds) assembly was returned to failure investigation (fi) lab for evaluation. Visual inspection of the returned gds assembly revealed no evidence of damage or contamination. Fi technician installed the gds assembly into the fi test ventilator. Operational test was performed and no failures were identified. The root cause for the reported problem could not be determined due to no problem found.

Event description:
The customer reported that the unit was giving an error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. The customer reported there was no patient involvement.